Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was louder that when the customer first received it when rewinding, had no insulin delivery alarms and the light, sound and esc button was not responding. Blood glucose level of the customer was unknown. The insulin pump will not be returned for the analysis.